Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging an intermittent power issue with moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 08/19/2016. The device has been returned and evaluated by product analysis on 07/28/2016 with the following findings: a review of the pump¿s black box revealed continual rebooting following a cs 88 alarm. The power rebooting was not duplicated at time of investigation. There was visible moisture behind the display lens. A leak test was performed and failed due to a battery compartment leak and pump case leak. The pump was opened and there was evidence of moisture found internally on internal components. The pump powered on to the verification screen. The keypad was found to be unresponsive. Unrelated to the original complaint, the battery compartment was observed to be cracked. The pump case was also found to be damaged. When the pump was powered on, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).